Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06854; 2017865-2021-06856. It was reported that an asymptomatic patient presented with high capture threshold from their right ventricular lead. A minor dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2021. However, the second lead also had high capture threshold measurements, even though it was normal when hooked up to the pacing system analyzer. The original implantable cardioverter defibrillator was then explanted and replaced. However, the replacement also had the same issue, so it was replaced with a competitor device. Patient was stable after the procedure.